Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported device failed insulation test.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: cracked insulation the failure(s) identified in the investigation is consistent with the complaint record. The root cause is cracks due to possible user misuse, normal wear, or improper sterilization methods. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. (B)(4).

Event description:
It was reported device failed insulation test.